Event description:
Customer reports coban was applied to hand and lower arm following thumb surgery on (B)(6) 2013. Reports anaphylactic reaction occurred within 24 hours. States she woke on (B)(6) 2013 with facial swelling/redness and difficulty breathing. States she went to urgent care where coban was removed and reports redness of entire hand and lower arm. Reports she started vomiting blood and was hospitalized for 10 days with plummeting blood pressures, kidney/liver failure, bowel obstruction and hallucinations. Reports she communicated history of allergy to latex. States she is unable to confirm which coban product was applied post surgery (coban wrap or coban lf wrap). States she is still recovering now (six months later) and has colitis, fatigue and macular degeneration.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Patient could not verify whether 3m coban self adherent wrap latex free of 3m coban self adherent wrap was used. Both products are supplied in a plastic dust cover with labeling as to whether the wrap contains or does not contain latex.